Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The patient underwent rotablation atherectomy with angioplasty. More than 50% target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 8 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, the device was unable to advance due to heavy calcified vessel which resulted to stent damage, the device was removed intact and another stent was deployed to complete the procedure. There were no patient complications reported.